Event description:
It was reported that when the nebulizer was activated to start nebulizing while using a nebulizer during ventilation of a patient, the ventilator generated a technical error code indicating disabled valves and it shutdown. The ventilator restarted itself in the infant mode default configuration but upon this restart, it generated another technical error code indicating a detected error in the internal memory. The ventilator was disconnected from the patient and the patient was manually ventilated. The ventilator was taken out service there was no patient harm. Importer (B)(4). Ref# MFR 8010042-2014-00106.